Event description:
It was discovered during baxter's testing that a spectrum pump falsely alarmed upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the discovered symptom, which was unable to be reproduced. Upstream occlusion alarms were confirmed through the event history log and were determined to be caused by a failed ultrasonic sensor. The failed ultrasonic sensor was replaced.